Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as blisters that opened. There was no alleged device malfunction contributing to the sores. The patient¿s physician prescribed an ointment for the sores. Follow up indicated that the sores improved.